Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('I have paiun in my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), inflammation ("it causes inflammation"), abdominal distension ("bloated"), genital haemorrhage ("bleeding"), feeling abnormal ("fog") and decreased appetite ("no appetite") and was found to have weight increased ("I am out of size"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the abdominal pain, inflammation, abdominal distension, weight increased, genital haemorrhage, feeling abnormal and decreased appetite outcome was unknown. The reporter considered abdominal distension, abdominal pain, decreased appetite, feeling abnormal, genital haemorrhage, inflammation and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal, bleeding, fog , no appetite. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event: bleeding, fog , no appetite were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('I have pain in my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), inflammation ("it causes inflammation") and abdominal distension ("bloated") and was found to have weight increased ("I am out of size"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the abdominal pain, inflammation, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, inflammation and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿ . Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet received. Event medical device removal was replaced with abdominal pain. Event abdominal distension, inflammation nos & weight gain was newly added. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('e (essure) - free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal.¿ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.